Event description:
The patient was hospitalized based on the cardiomems pressure curves. The aim was to determine what was wrong and why the curves were dampened. It was confirmed by the technical heart failure specialist team that the patient cardiomems waveforms were dampened. A computed tomography was performed, and a significant dense area was seen directly adjacent to the sensor, which the physician suspected was embolism. Calcification/stenosis is the suspected cause of the dampening. The site does not plan on investigating the cause of the dampening or implanting a second sensor at this time, as the patient declined.